Event description:
On 03/13/2000, the MFR (MFR.) Received medwatch report (uf#080001-0002) that states the following: the device separated when irrigated by visiting nurse. Remaining fragment removed from the right ventricle in radiology. No further details were provided at this time.